Manufacturer narrative:
Pelton & crane contacted the distributor and requested the broken part be returned to pelton & crane for evaluation; however, pelton & crane was informed by the distributor that they had already disposed of the dental light. The dental light in question was manufactured over 16 years ago.

Event description:
A dental hygienist was preparing to use a pelton and crane lfii dental light when the light arm assembly broke causing the light head and broken arm to fall down towards the ground. The broken off portion of the light was hanging in the air by the internal wiring of the dental light.